Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was being treated for gastroesophageal reflux. The patient had esophagogastroduodenoscopy with capsule placement, but the capsule migrated after placement. The patient was then rescheduled for repeat esophagogastroduodenoscopy with capsule placement on the same day. During the repeat procedure esophagogastroduodenoscopy was completed and capsule was deployed. However, it did not attach on the patient¿s esophagus. The patient took a deep breath and appeared to aspirate the capsule and it could not be located on the patient¿s esophagus. A pulmonologist was called, and an emergent bronchoscopy was performed. The airway was clear, a repeat esophagogastroduodenoscopy was performed, and the capsule was found and retrieved. The patient was discharged home on the same day.